Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: pin broke off on the distal end. No further information was provided. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation, which was carried out, has shown that the tip of the hexagonal screwdriver is broken. The hexagon also has signs of wear. Unfortunately we cannot elicit the exact reason for this overload afterwards. The fracture surface is homogeneous, indicating proper material quality. The verification checks based on manufacturing and material documents showed that the present hexagonal screwdriver fully complied with the specifications. Placeholder.